Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was transported via emergency medical services to the emergency room (ER) due to blood glucose (bg) level of 416 mg/dl, and abdominal pain. Bg was treated with saline. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 156 mg/dl). During a system check with tandem technical support (cts), it was determined that there were air bubbles in the customer's infusion set tubing. Cts assisted customer in disconnecting from infusion set and priming out air bubbles.